Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 11th march 2010 and performed to specification up to the 17th march 2013. On the 24th march 2013 the device failed the weekly auto self-test due to a low battery. The recorded temperature on this date was -2.3 degrees celsius. This is below the recommended operating temperature for this device (0-50 degrees celsius). On 26th march 2013 a new pad-pak was installed and the device was manually powered up twice passing both self-tests. Multiple manual power ups mainly of ten minutes duration were observed between the 20th september 2015 and the last log entry on the 24th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.